Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1mffz, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative. It was reported that the cause of the impedance issues was not determined. The interventions taken were turning the device off and scheduling the patient for a lead revision. The device currently remained in the patient, but was turned off.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapy/symptom control. Caller reported that some impedances were >4000 and some were <(><<)>50. The manufacturer representative (rep) was calling and was with the patient and healthcare provider to do troubleshooting. There were no known activities/events that prompted the reported issue. Caller reported that impedances were taken at 300 pw, 5v. They had previously taken them at different amplitudes and kept 300 pw. No historical impedances were available: c0 >4000 c1 >4000 c2 >4000 c3 >4000 01 >4000 02 >4000 03 >4000 12 <(><<)>50 13 <(><<)>50 23 <(><<)>50 troubleshooting steps were reviewed. Caller was directed to follow-up with the healthcare provider regarding the possibility of a lead revision. It was reported the patient had experienced a gradual return in urinary symptoms. Prior to august the patient reported good symptom control. Caller noted a decline in symptom control for about 2 weeks and then the patient changed their patient programmer batteries to check the ins. No falls were noted. No further complications were reported or anticipated.